Manufacturer narrative:
The hill-rom tech replaced the emergency trend valve to resolve the issue.

Event description:
Info received indicated that the hi-low head section would not lower when activating emergency trend function.